Manufacturer narrative:
(B)(4). Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Preventive maintenance, calibration, and equipment were reviewed and no abnormality was observed that could have influenced the issue. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure as no samples were returned for evaluation. Of note, (B)(4) and (B)(4) have been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that the safety shield of the suspect device broke off during use. No injury was reported.